Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving continuous hemodiafiltration therapy (chdf) using a prismaflex machine. Four hours after therapy was initiated, the patient's saturation dropped and it was found that the 17g needle (unspecified if was venous fistula needle) had dislodged from the patient. It was initially reported that the needle fell out due to the patient "was active". Later it was reported that "the patient removed the needle". According to the reporter, there was no alarm generated. A blood leak was found "from the detached needle tip." It was reported there was an estimated blood loss of 800cc. The patient experienced a decrease in blood pressure reportedly "from 115 to 40". The patient was administered albumin and norad for treatment. The patient's blood pressure was "back to 140". No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.